Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the lead was received without the guidewire. Guidewire insertion test was performed using a lab sample. When back- loading the guidewire from the distal tip, it stopped at a distance of 86cm. When inserting the guidewire from the is-1 pin it went through the coil but then stopped at a distance of 86cm again. Destructive analysis was performed and dried blood was found obstructing the distal conductor.

Event description:
It was reported that during implant of the left ventricular (lv) lead the guide wire became lodged in the lead and was not able to be removed. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.